Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to clinic on (B)(6) 2021 with concerns of driveline pain. They were admitted for a driveline debridement. Moderately thick and purulent drainage with erythema and edema was noted at the driveline site. A wound culture taken in the operating room was (B)(6) for (B)(6); blood cultures obtained were unremarkable. The patient did not experience a fever during this event. The patient was started on intravenous ancef for 6 weeks and was expected to finish this treatment by (B)(6) 2021. They were discharged home on (B)(6) 2021 with a peripherally inserted central catheter (PICC).